Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during the process of the catheter removal, 10 cc fluid was removed from the balloon inside the bladder, then resistance prevented removal. The provider eventually filled the urinary bladder with saline under guided ultrasound, and the pressure from inside bladder worked to expel the balloon attached to urinary catheter. The provider was unable to deflate the balloon completely to remove.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the process of the catheter removal, 10 cc fluid was removed from the balloon inside the bladder, then resistance prevented removal. The provider eventually filled the urinary bladder with saline under guided ultrasound, and the pressure from inside bladder worked to expel the balloon attached to urinary catheter. The provider was unable to deflate the balloon completely to remove.